Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral trial broke during impaction. Trial extractor broke during extraction of trial. No surgical delay. No pieces of instrumentation was left in the patient.